Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ('exploded' / shock on back / won't power on) was investigated. As received, the monitor would not power on. Upon evaluation, there was contamination on the j1002 jumper and thermal damage to multiple components on the computer / analog (ca) board, including the c10 capacitor, r45 and r781 resistors, and the q9, q11, and q701 transistor. The cause of the inability to power on is the contamination and thermal damage. The cause of the thermal damage is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of belt sn (B)(4) has been completed. The reported problem ('exploded' / shock on back / won't power on) was confirmed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. It does not appear that the lifevest attempted to deliver a treatment shock as the gel from the therapy electrodes was not deployed. Gel deployment precedes treatment shock delivery. In addition, the last available ECG data shows that the patient was in sinus rhythm / sinus tachycardia from 80bpm to 120bpm on (B)(6) 2019 at 16:13:07. This is not considered a treatable arrhythmia. No further ECG data is available on the day of the reported event. The time of the reported event is unknown. Device manufacture date: monitor - 03/15/2011; belt - 01/01/2014.

Event description:
A us distributor contacted zoll to report that a patient's device 'exploded' and he felt a shock on his back. There was no reported gel release or vibration. The patient reported that following the event, the monitor would not power on. The patient reported that he was conscious at the time and felt fine. There is no indication that the patient required medical attention following the event.